Event description:
Pt was revised to address acetabular loosening. Litigation papers were received on 10/15/2010. Litigation papers allege elevated blood levels of cobalt-chrome.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.